Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza b (negative for sars-cov-2 and influenza a). The same sample was retested on a different cobas liat which yielded a negative result for all targets. The same sample was retested on cepheid which yielded a negative result for influenza b. Negative results were released. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Manufacturer narrative:
Instrument data was not provided from the cobas liat analyzer which generated the influenza b positive result for review of instrument performance. Instrument data was provided for the cobas liat analyzer used for the retest and did not show any abnormalities. Without data for the initial test, a root cause could not be established. However a sample near/at the limit of detection of the assay, either from a low titer or cross-contamination, could be a factor, as well as the differences in technologies.